Manufacturer narrative:
At this time, the device has not been returned. This investigation will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones from their device. The ICD had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and retained by the explanting hospital. No additional adverse patient effects were reported.